Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty folder packaging and one needle suture in two sections were received for analysis. The product code 8734h is double-armed. During visual inspection of the returned sample, the swage and attachment area of the needles were noted as expected. The suture pieces were examined, and the ends were observed to be cut probably caused by a surgical instrument. In addition, the surface of the suture was found crushed and wavy by use. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide lot number.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. Additional information was requested.